Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Related & duplicate complaints identification: as of 10/22/2025, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the staff at the material reprocessing center identified a burned area at the base of the instrument's jaw, so it was removed from circulation. The procedure was completed with no reported injury.